Manufacturer narrative:
H11: section a through f: the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. The device has not been returned to the manufacturer for evaluation.

Event description:
It was reported by the customer "non-occluding thrombosis of right axillary vein, site of PICC. Concomitant net catheter rupture with thrombosis holding the ruptured catheter in place: 5 cm external and catheter visibly truncated with the remaining 32 cm not visible inside of the vessel. The patient is sent to the ps, where an indication is given to dissolve the thrombus with heparin and then the vascular surgeons with surgery remove the catheter."